Event description:
It was reported to boston scientific corporation that a speedband superview 7 multiple band ligator was used for esophagogastroduodenoscopy with a band ligation, performed on (B) (6) 2009 on a pt. According to the complainant, during the procedure, several attempts were made to release the bands but the bands would not deploy. When the scope was removed, it was noted that the bands were on top of each other at the cap. The procedure was completed by using another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Speedband superview super 7 multiple band ligator. The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4)